Event description:
It was reported that this single coil right ventricular (rv) lead exhibited high out-of-range shock impedance measurements and gradually increasing pacing impedance measurements. Technical services (ts) noted that due to the gradual increases the root cause of the observations are likely due to calcification. There was no evidence of noise or oversensing and threshold measurements are stable. The treatment plan is to monitor the patient. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this single coil right ventricular (rv) lead exhibited high out-of-range shock impedance measurements and gradually increasing pacing impedance measurements. Technical services (ts) noted that due to the gradual increases the root cause of the observations are likely due to calcification. There was no evidence of noise or oversensing and threshold measurements are stable. The treatment plan is to monitor the patient. No adverse patient effects were reported. The lead remains implanted and in service. New information received indicates that this lead has been explanted and replaced.